Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free thyroxine (ft4) and thyrotropin (tsh) results for one patient sample. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. The results from the cobas 8000 e602 analyzer serial number (B)(4) were ft4 0.56 ng/dl and tsh 3.93 mui/l which were not reported outside the laboratory. The results from the abbott architect were ft4 0.73 ng/dl and tsh 2.95 mu/l which were reported outside the laboratory. It was unclear if these results were generated from the same patient sample. The patient was not adversely affected.

Manufacturer narrative:
A specific root cause could not be identified. Sample from the patient was submitted for investigation and the customer¿s results were reproduced. No interfering factor was identified in the sample. As the sample result seemed plausible, no reagent specific issue could be identified.